Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined and insufficient sample collection was confirmed. Root cause has not yet been determined. A review of the complaint database was performed and five similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
During a breast biopsy using the achieve biopsy needle, the release firing mode was very weak resulting in no sample captures. The customer indicted that they believed the spring could have been defective. A different needle from another lot was then used and was reported to work well. No reported injury.